Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. The impedance issue was not able to be resolved, so a different lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. The impedance issue was not able to be resolved, so a different lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. Additional information was received. The model/serial numbers for the attempted lead and the implanted lead were inadvertently switched when the complaint was reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.